Manufacturer narrative:
Qn#(B)(4). Other remarks: for related complaint see MDR #1219856-2018-00027 and (B)(4).

Event description:
It was reported by the rn that she has a patient that transferred from an outside hospital with an intra-aortic balloon pump (iabp). The rn reported that the systolic and diastolic pressures were the same. A cardiology fellow came to the bedside and attempted to draw back on the catheter and stated he could not get anything back. The css told him that there must be a clot on the end of the catheter and the fiber optic sensor (fos) may be covered by the clot as well. The md stated the patient was stable. The iab was taken out the following day. The css followed up the following day and the rn stated that the iab was taken out and it "came apart" during removal and they have both pieces. The css asked her if they attempted to remove the catheter through the sheath and she stated she didn't know what happened to it. She stated the patient is still in the unit and stable. There was no reported patient death, serious injury or patient complications. No medical intervention was required and no delay or interruption in therapy.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of removal difficulty is confirmed based on visual inspection of the device. The iab was returned in a damaged condition and was in 2 separate pieces; due to the damage, the device was unable to be fully functionally tested. The damage to the iab is consistent with removal difficulty. The root cause of the removal difficulty is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaint see MDR #1219856-2018-00027 and tc #(B)(4).

Event description:
It was reported by the rn that she has a patient that transferred from an outside hospital with an intra-aortic balloon pump (iabp). The rn reported that the systolic and diastolic pressures were the same. A cardiology fellow came to the bedside and attempted to draw back on the catheter and stated he could not get anything back. The css told him that there must be a clot on the end of the catheter and the fiber optic sensor (fos) may be covered by the clot as well. The md stated the patient was stable. The iab was taken out the following day. The css followed up the following day and the rn stated that the iab was taken out and it "came apart" during removal and they have both pieces. The css asked her if they attempted to remove the catheter through the sheath and she stated she didn't know what happened to it. She stated the patient is still in the unit and stable. There was no reported patient death, serious injury or patient complications. No medical intervention was required and no delay or interruption in therapy.